Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014 at which time the patient reported not feeling well and called the paramedics. Patient reported that he was unable to recall cgm and bg readings at the time but reported cgm was falling at 5 points a minute. At the time of the incident, the patient reported that he took sugar tablets to bring up his blood sugar and reported feeling better by the time the paramedics arrived on (B)(6) 2014. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported and patient reported to be in okay condition. Additionally, at the time of the call, dexcom technical support advised patient to test alert functionality and patient reported alerts were functional.